Event description:
No additional information.

Manufacturer narrative:
(B)(4) follow up MDR for correction/device evaluation: correction: two lots were reported, following submission of initial MDR, it was identified the second lot was not included on initial report. Additional impacted lot 2312022 batch creation date: 2023-12-12, batch expiration date: 2028-11-30 device evaluation: two photos and five physical samples were provided to our quality team for investigation. Through visual inspection, silicone can be observed. Lubricant is employed during the syringe assembly process to help facilitate movement of the plunger and stopper. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Results were reviewed for lots 2312022 and 2401074 and were found to be within specification. The samples underwent these same tests and found four of the syringes were slightly above our specified limits, however, it was verified the quantity was still compliant with iso-7886-1. A device history review was performed for the reported lots 2312022 and 2401074, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Retained samples of each reported lot were used for additional evaluation. All product was inspected, no evidence of silicone was observed within the syringes and silicone content testing confirmed the product met required specifications. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, no issues related to the reported incident were found. Based on our investigation, a root cause cannot be identified at this time. Given the viscosity of the lubricant, it is possible to see evidence of it when moving the stopper from being fully seated at the top of the syringe. A project has been initiated to further review our silicone process. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends..

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
I would like to inform you of a problem with the quantity of lubricant in the 50ml ll syringes, ref 3008650 for the following batches 2312022 and batch 2401074: there is an excessive quantity of lubricant forming a visible deposit. Copies have been sequestered for analysis. Additional information: I can only alert you to the risk of a patient incident, as the injection of this "residue" may be dangerous or toxic and, above all, it may not be detected as these residues (?) Are not very visible. So far, no one has reported a patient incident to me. We discard syringes with unknown product deposits. As a reminder, syringes are sequestered for analysis if required.